Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis, and a loss of consciousness. After review of the customer's data by tandem technical support, it was found that the customer did not start their non-tandem continuous glucose monitoring session, and did not manually check bg levels. Additionally, it was reported that customer was not entering bg values when requesting food boluses. Reportedly, customer was also experiencing an unspecified sickness. Customer acknowledged that pump and related supplies were functioning as intended. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.